Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a bent sensor cannula on the sensor. Customer does not think the sensor is working properly. Customer stated that it worked but kept alarming and suspending on low. Customer's blood glucose was 12.7 mmol/l. Customer stated that it was saying that her blood sugar was low and suspended her insulin. Customer turned it off overnight. Customer turned the sensor back on this morning and calibrated the sensor. Customer stated that the problem lasted 24 hours where it was saying that she was low at 3.4 but she was not. Customer stated that the sensor is bent at the end. Customer will be shipped a replacement sensor.